Event description:
It is reported that during a left anterior cruciate ligament (acl) and hamstring reconstruction procedures an extravasation occurred. As a result of the extravasation the procedure was aborted and procedure was not completed. It is alleged that at one point during the procedure there was some difficulties with the flow rate. It is alleged that the "flow rate was too slow."